Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00226, 3005168196-2017-00228, 3005168196-2017-00229. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician inserted the lantern through a non-penumbra sheath and successfully deployed and detached multiple coils in the target vessels. Upon attempting to advance a new ruby coil (B)(4) through the lantern, the physician experienced resistance; therefore, the ruby coil and lantern were removed. The ruby coil pusher assembly became kinked as the physician attempted to resheath it on the back table. The physician also noticed that the tip of the lantern was kinked; therefore, a new lantern was inserted in the patient. Upon inserting a new ruby coil (B)(4) in the lantern, the physician noticed that the ruby coil pusher assembly became kinked; therefore, it was removed. A third ruby (B)(4) coil pusher wire became kinked during insertion in the lantern and consequently, the ruby coil unintentionally detached within the lantern. The physician therefore removed the lantern with the detached ruby coil inside. The procedure was then completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.